Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6) ¿ the dentist decided to remove the dental implant 4 days after its installation in intraoral region 9# because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type IV), bone graft was placed, immediate implant was performed and immediate load was done.